Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice device. The alarm occurred during drain five of five. The set up was removed and the patient was no longer connected. There were no abnormalities noted that could have caused or lead to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.